Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid ( 15 mg/ml at 90 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that over the past weekend the pumps continuous dose was not working to cover the patient's pain like it was supposed to. It was noted that the patient ran out of patient activated boluses and the caller did not think the patient was receiving the continuous dose. The caller stated that the patient was supposed to have an infusion every 4 hours automatically with 3 patient activated boluses to help it as needed. The lockout parameters were described to be: bolus duration 1 min, lockout 10 min, 1 bolus every 4 hours and a maximum 3 boluses per day. It was noted that the caller did not receive instructions on how the device worked. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.